Manufacturer narrative:
Correction: d6b explant date was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The following sections have been updated b4, g3, g6, h2, h11. Additional information was received which states that the hematoma was resolved, and the pump was discarded.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site. Manual pressure was held. The patient's hemoglobin dropped so the patient was treated with heparin. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.